Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome). The patient has elected to have an iol exchange with another lens. Additional information has been requested, but no additional information has been received by bausch + lomb to date.